Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set without packaging was returned for evaluation. The returned sample was visually evaluated per specification. The foreign matter inside the syringe appears to be silicone. Therefore the reported defect is confirmed. Incidents of this nature are attributed to operator oversight during the assembly of the product. The drop in the syringe appears to be silicone from the plunger tip. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence, a quality alert was created with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that foreign matter was observed on the top of the syringe. No injury reported.